Event description:
The customer reports the ventilator emmited smoke. The customer replaced the defective o2 module. There was no pt injury. The customer was sent red "cc: stickers. The defective part will be sent to for evaluation.